Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they are having a hard time using the recharger again. Patient said they have to charge the implant every day and it takes 40 minutes to 4 hours to charge. The issue started about a week after they got the implant. Patient can be perfectly still and the handset will beep and say it can't find the device. During the call, patient was able to connect to the implant and start charging with excellent quality, but then it would go down to good when patient sat down to recharge. Patient was standing up during the call and said they normally charge sitting down. Agent asked if patient still had much swelling in the area and patient said it had healed. Patient did say the implant was about half inch deep and she can only feel part of the implant, that the other part is likely angled into the body. Technical services(ts) reviewed with caller that she was able to recharge from good to excellent coupling, thus issue with recharging is positioning of the recharge, but the angle of the implant also the cause of longer recharge time. The patient was redirected to their healthcare provider to further address the issue.